Manufacturer narrative:
This follow up report is being submitted to report investigation findings. The complaint was confirmed as the subject device failed the leak test upon receipt. During the leak test, small amounts of fluid was observed to leak out from the bending rubber. Visual inspection showed that the bending section exhibited off-axis deflection and damage/dislocations of the segments of the bending section. A fibrescope was passed through the working channel and it was observed that there were signs of deformation of the working channel, location of deformation coincides with the location of the bending section damage/dislocation. It was determined that working channel deformation is not expected during normal use of the device, and the issue was not due to a defect of the device or manufacturing process. The root cause could not be conclusively determined, but was attributed to a use error by the user.

Manufacturer narrative:
Design history records review was performed, there was no infomration that suggested that the manufacturing process had any relation to the reported event. The device was manufactured, inspected and released in accordance with established procedures and acceptance criteria. Subject device has been received and investigations are ongoing. A follow-up report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device failed leak testing in the sterile processing department prior to reprocessing. There was no reports of patient involvement, no patient injury was reported.